Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 20 (mg/dl) with convulsions and loss of consciousness in (B)(6) 2015. Contact administered a glucagon injection and customer was taken to the hospital where they stayed for approximately 2.5-3 weeks. Reportedly, contact stated that customer has developed issues with memory loss since this event. No additional information was provided on the reported event.